Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received a result of 122 mg/dl on the mobile system. He had hypoglycemic symptoms and did not trust the result. He performed another test within 1 minute, and the result was 54 mg/dl. At a different time, he had results of 385 mg/dl and 177 mg/dl within 1 minute. No actions taken based on device results. No adverse event reported. Requested return of suspect device.